Manufacturer narrative:
The subject product was not returned for evaluation. Based on the information provided, it cannot be determined at this time what caused the surgeon to experience some fasteners to not fixate to the abdominal wall. As reported the mesh was reinforced using a non bard fixation device. Eight days post implant the patient presented with a hernia recurrence. Based on the information provided to date a root cause for the hernia recurrence cannot be determined. The mesh and fixation device were discarded and therefore unavailable for evaluation. This is the first reported complaint for the subject lot of (B)(4) sorbafix units manufactured in december of 2016. The IFU for the sorbafix fixation devices states "care should be taken to ensure that the mesh is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be placed." Additional information has been requested and has not yet been provided by the customer. If additional information is obtained or if the sample is returned, this report will be updated. This MDR represents the bard enhanced sorbafix fixation device. An additional MDR was submitted to represent the bard ventralight st w/ echo ps device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient underwent a procedure in which a bard ventralight st w/ echo ps was used. As reported the surgeon fixated the mesh using bard sorbafix tackers and then removed the balloon (echo ps). It is reported that once the balloon (echo ps) was removed it was noted that some of the sorbafix tackers were detached. The mesh was reinforced using a non bard fixation device. As reported eight days post implant the hernia recurred with strangulation of entrails as the tackers did not fix the mesh, the mesh was folded and introduced into the hernia defect causing the patient pain. The patient underwent an additional procedure to remove the mesh, it was noted that the bard sorbafix tackers did not fix the mesh correctly.

Manufacturer narrative:
This is a correction to the previous submitted MDR. Additional information was received indicating a correction to the explant date that was initially reported and to correct the error initially reported in the patient ID.